Event description:
A carefusion clinical consultant was conducting device and administration set training with nurses in a practice stimulation setting. The consultant set up the secondary infusion with minibag simulating an antibiotic secondary infusion and "drips poured out." There was no patient involvement.

Manufacturer narrative:
(B)(4). The customer's report that the secondary backed up into the primary was confirmed. Visual inspection identified no anomalies. Functional testing identified a faulty check valve. Supplier testing of the component revealed the presence of a clear particle, identified to be styrene copolymer, between the housing seal and the diaphragm. The cause of the check valve failure is due to a styrene copolymer particle found in the fluid path, which prevented the silicone diaphragm from fully seating against the housing seal area. The origin of the styrne copolymer particle was not identified.